Event description:
Previous mw submission noted rupture. Rupture is being unreported since the device is non-PMA approved.

Manufacturer narrative:
Previous mw submission noted rupture. Rupture is being unreported since the device is non-PMA approved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture. The device remains implanted.